Event description:
It was reported that the ventilator stopped ventilating while it was connected to a patient during transport. The ventilator's user interface had showed 94 minutes of battery remaining capacity but it stopped ventilating after approximately 6-10 minutes. The patient was bagged and suffered no harm. (B)(4).

Manufacturer narrative:
(B)(4).